Event description:
The angioguard's delivery and the precise stent placement were successful. After the stent placement, blood flow stopped. Therefore, the physician suctioned blood around the target lesion and the angioguard was withdrawn from the patient. The blood flow recovered normally, and the procedure was completed without further complications. According to the physician, the event was caused by the filter basket clogged with debris. There was no adverse consequence to the patient. The target lesion was left internal carotid artery. The patient was a male. There was no calcification or vessel toruosity, the rate of stenosis was 84%.

Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.